Event description:
It was reported that the pt was hospitalized for elevated blood glucose levels and dka. The pt also reported that the pump did not record bolus insulin doses in the history although doses were delivered.

Manufacturer narrative:
The device was not returned to animas for eval. If the device is returned, an eval will be conducted and a supplemental report will be filed. Pump insulin delivery settings were reviewed with the pt and confirmed as correct. No conclusions can be made at this time.